Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation (material #367886, lot#0072519). Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "(B)(6) brought to my attention that the tubes have weak suction and they can¿t fill the vials enough." "Recently we received two complaints regarding lithium heparin having poor suction. (B)(6) - ¿brought to my attention that the tubes have weak suction and they can¿t fill the vials."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported the bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "franklin primary brought to my attention that the tubes have weak suction and they can¿t fill the vials enough." "Recently we received two complaints regarding lithium heparin having poor suction. ¿ franklin primary - ¿brought to my attention that the tubes have weak suction and they can¿t fill the vials."